Manufacturer narrative:
Correction: upon review the loop recorder, manufacturer report 2017865-2023-94854, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the loop recorder.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) was failing to be interrogated. No intervention was performed. The patient was in stable condition.